Event description:
Discrepant elevated activated partial thromboplastin tme (ptt) results were obtained on multiple patient samples. Patient results were reported to the physician who questioned the results. The samples were repeated and lower results were obtained. Corrected reports were issued. It is unknown if patient treatment was altered or prescribed due to discrepant results reported. There is no report of adverse outcome to the patients as a result of the discrepant results.

Manufacturer narrative:
The cause of the discrepant results is unknown. The siemens application specialist changed the reagent vials, primed the system, and reran controls which recovered within laboratory ranges. The application specialist also returned the original reagent vial to the instrument and reran controls which recovered within range. The instrument is performing within specifications. No further evaluation of the device is required.